Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer blood glucose was unknown at the time of incident. The customer was advice the pump will need to be replaced. Advice they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing.